Event description:
This is a hex file request - flow rate 0%, test result failed @16.27ml. Requested changes - change is flow rate only. Flow rate -06%, test result passed @15.06ml reason for the request: flow rate adjustment from - flow rate 0% (16.27ml) to flow rate -06% (15.06ml). Discovered on (B)(6) 2025 during routine pm testing. No patient involvement.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the flow rate test, recording a measured flow rate of 16.27 ml, which is outside the acceptable specification of ±15%. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the flow rate from 16.27ml to 15.06ml. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the flow rate test, recording a measured flow rate of 16.27 ml, which is outside the acceptable specification of ±15%. No patient involvement was reported.